Event description:
In the manuscript "complications of injectable fillers: part ii: vascular complications", (unpublished; in peer review for the aesthetic surgery journal) the author describes the following case study: after injection with "one syringe of juvederm ha filler product into the nasolabial fold area, including a small amount into the area deep to the alar margins bilaterally" pt experienced a vascular event involving the angular artery. Pt was treated with "antibiotics" and hyaluronidase. "The pt still had a nodule palpable on the right nlf area adjacent to the nose, associated with tenderness" and was treated with add'l hyaluronidase and message of the area.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product, or pt details has been requested. The reporter has declined to provide allergan further info regarding event, product, or pt details. The event involving ischemia, nodules, and pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.